Manufacturer narrative:
Failure analysis on the returned gas delivery system (gds) shows that the gds had an oxygen flow sensor with intermittent large output variations that grew larger after periods of no gas flowing through the sensor. This caused the watchdog test fail alarm to occur intermittently and it caused the air and oxygen flow accuracy tests to fail. Replacing the oxygen flow sensor resolved the problem, the ventilator delivered breaths without errors occurring and the air and o2 flow accuracy tests passed.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The biomedical engineer was running the unit n the shop and unit failed with o2 device failed error. The customer reported there was no patient involvement.